Manufacturer narrative:
Unit passed displacement test and self test. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software error detected. Problem isolated to the electronic assembly as per global logic analysis. No moisture damage or physical damage noted on electronic assembly during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. Pump transferred to r&d for further testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The device was returned for analysis.